Event description:
The customer contacted carefusion technical support to report that one of their ventilators "has low volumes" (for example, the volume was set at 640 ml and was delivering 300 ml). According to the customer, the flow sensor was changed 3 times but that did not help. The ventilator was on a pt at the time of this incident. The pt was taken off of the ventilator and placed on another ventilator. There was no pt harm. The customer requested that a field service rep be dispatched to help correct this issue.

Manufacturer narrative:
(B)(4). A carefusion field service rep evaluated the ventilator and discovered that the flow sensor was broken. He replaced the flow sensor connector and ran operational tests to confirm that the ventilator was performing according to MFR specifications. A followup request was sent to the user facility on february 23 2015 for additional info on pt involvement/pt info but as of march 9 2015 carefusion has yet to receive any additional info.